Event description:
Customer reported visiting the emergency room on (B)(6) 2022 due to an incident that led to a blood glucose level drop into the 30s mg/dl. The customer experienced signs and symptoms similar to a stroke, including difficulty speaking and performing tasks. The customer was treated with crackers and peanut butter, which resolved the issue, and there was no permanent damage identified by healthcare professionals. The customer was released the same day.